Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer reported that he had high blood glucose levels of 20 mmol/l to 25 mmol/l. The customer reported that he bolused through the insulin pump because he was high. The customer reported that he treated the high blood glucose levels with manual injections and changed infusion set three times. Troubleshooting was performed. The customer reported that the current blood glucose levels was 13.3 mmol/l and the blood glucose level at the time of incident was 22 mmol/l. The customer reported that the symptoms related to high blood glucose levels included the horrible thirst. The customer stated that he treated the high blood glucose levels with manual injections. The customer reported that there were no air bubbles inside the tubing. High pressure test was not performed on the insulin pump. The customer reported that the infusion set was bent. The customer was advised to call back if there was any issue with insulin pump. Product is not expected to return. Additional device related incidents: infusion set (308364546); infusion set (308364471).